Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.